Manufacturer narrative:
(B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 16.5 diopter intraocular lens (iol) was explanted/exchanged due to the physician wanting to change for a different diopter size. A same model lens was used as the replacement lens. The explanted lens was noted to be cut/destroyed. There was no incision enlargement or patient injury.

Manufacturer narrative:
Additional information received reported that there was no product issue. Also, the diopter was off a bit and was removed and replaced with another lens. No additional information was provided. Corrected data: in the initial MDR, distributor should have also been checked and has been updated accordingly. Distributor. All pertinent information available to abbott medical optics has been submitted.